Manufacturer narrative:
Apothecary products was acquired in february 2014 following which a new management team was established. This included a new regulatory and quality systems team. As part of this transition a regulatory and quality system compliance assessment was conducted, which included a three-year retrospective review of complaints from 1 january 2014 to 31 may 2018 to ensure that reported events that meet the reporting requirements of 21 cfr part 803 medical device reporting (MDR) regulation were notified to the FDA. During this review we identified 5 complaints that we believe meet the reporting criteria which were not reported to the FDA and are being reported to the FDA at this time. New procedures have been implemented to ensure that events that meet the reporting criteria requirements of 21 cfr part 803 are reported to the FDA in accordance with regulatory requirements.

Event description:
User called and stated she swallowed the red tab of the push button am/pm weekly pill planner (xl) while taking her medications. Paramedics were contacted after her husband performed the heimlich maneuver four times and the tab did not come out. The user mentioned the paramedics told her she was fine and did not need to go to the hospital. User decided to go to the hospital due to scratches and bleeding of her throat. She was given antibiotics after the hospital visit. User did not mention what happened to the red tab she swallowed or if there were any medical intervention to remove the tab.